Event description:
Additional information was received that a medtronic confida guidewire was used during the procedure. It was noted that in the pre-planning analysis there was nothing noted, discussed or apparent on the pre-implant computed tomography scan that would have increase the relative risk of the dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID gwbc30 (lot: unknown); product type: guidewire; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to insertion, the load check was performed and deemed proper. There was no pre-dilation of the native annulus. The valve was recaptured two times prior to its third and final deployment. Both recaptures were due to the valve being positioned too shallow on the left coronary cusp (lcc) side. Per the physician, the patient¿s aortic root angle possibly contributed to the unacceptable depth on the first two deployments. Thevalve was deployed successfully, with no post-dilation performed, and the delivery catheter system (dcs) was removed. Angiogram and echocardiogram showed acceptable positioning at 3-4mm below the native annulus on all three cusps. During the final angiogram to confirm valve positioning, the valve was seen to have dislodged towards the aorta to a depth of approximately at the annular plane or 1-2mm above the annular plane. No further intervention was performed at the time, as the patient remained hemodynamically stable. The valve performance was acceptable with no aortic insufficiency on echocardiogram or angiogram. The patient was monitored over the next few days for hemodynamic and valve stability, with subsequent echocardiogram revealing a suspected further aortic migration of the valve. A contrast computed tomography (CT) scan confirmed further movement of the valve, with possible risk of full embolization and coronary occlusion. The valve was removed from the body via aortotomy eight days following its implant, and was replaced by a non-medtronic (edwards) surgical valve. The patient was stable during and following the replacement procedure. The team inspected the removed evolut valve and noted no defects. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant products: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.